Event description:
It was reported that a pt was burned on the cheek after coming into contact with a handpiece head that reportedly overheated; a blister developed, though there is no indication that intervention was required to treat the burn.

Manufacturer narrative:
Per the FDA public health notification: pt burns from electric dental handpiece, issued dec 12, 2007, "burns may not be apparent to the operator or the pt until after the tissue damage has been done, because the anesthetized pt cannot feel the tissue burning and the handpiece housing insulates the operator from the heated attachment." Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to body structure permanent impairment of a body function. Therefore, this event meets the criteria or reportability per 21 cfr part 803. Investigation of the unit involved determined that the root cause of the issue is worn bearings.